Event description:
It was reported that this clinic received a remote alert from this device system indicating high, out-of-range atrial pacing impedance (2000 ohms) measurement. Additional device data review also revealed over-sensing noisy signals resulting in mode switches and atrial loss of capture. Boston scientific technical services was contacted and a potential right atrial (ra) lead revision was discussed. Recently, another alert was received for out-of-range atrial lead impedance. It was stated that the ra lead sensing and alerts were programmed off to prevent future repeat alerts. At this time, the ra lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that this clinic received a remote alert from this device system indicating high, out-of-range atrial pacing impedance (>2000 ohms) measurement. Additional device data review also revealed over-sensing noisy signals resulting in mode switches and atrial loss of capture. Boston scientific technical services was contacted and a potential right atrial (ra) lead revision was discussed. Due to the covid-19 situation, the physician elected to re-program the device sensing and back-up rate, as well as lowered the patient's beta blocker dosage to reduce bradycardia. At this time, the ra lead remains implanted and no adverse patient effects were reported.